Manufacturer narrative:
(B)(4). The returned device was visually inspected and no portions of the catheter were missing and all pieces were accounted for; however, it was observed that the scanner proximal fillet, which connects the distal shaft to the scanner was torn. The damage to the proximal fillet is consistent with the device being trapped with stent. In addition, a kink on the distal shaft approximately 195mm from the distal tip was observed. The IFU states the following precautions: the eeg device is a delicate scientific instrument and should be treated as such. Protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further action is required.

Event description:
It was reported that prior to the third insertion of the ivus catheter in the artery, the physician noticed that the transducer of the ivus catheter looked like it was peeled. The ivus was no longer used as soon as the damage was observed. The physician suspected that the damage may have occurred during the 2nd imaging in the artery. Additional information from the customer stated that the device did not get stuck in the lesion; however it did not report whether the physician had experienced a resistance at anytime during the insertion. The device was returned to the manufacturer for investigation. Initial visual inspection revealed that the scanner proximal fillet, which connects the distal shaft to the scanner, was torn. Subsequently, this finding was communicated to the customer and at this time the physician reported that the ivus catheter got stuck with the proximal end of the stent during the originally reported event. There was no clinical intervention performed to free the ivus catheter from the stent. The ivus catheter and guidewire were removed individually from the patient. There was no patient injury or adverse effect reported.